Event description:
On (B)(6) 2009, the pt was treated for a thoracic aortic aneurysm measuring 105mm using a gore tag thoracic endoprosthesis. The pt tolerated the procedure and no complications were reported. On (B)(6) 2009, the pt developed a fever. A computed tomography revealed air in the aneurysm sack. The physician stated that the infection was from an aorta-esophageal fistula. The physician stated that after the implant procedure, the aneurysm shrank in size and during that time, the outer surface of the aneurysm grazed against the esophagus and the fistula was formed. The pt was treated with an antibiotic for the infection. On (B)(6) 2009, the pt died. The cause of death was from the infection.

Manufacturer narrative:
The review of the mfg and sterilization paperwork verified that this lot met all pre-release specs.